Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. It was additionally reported that the physician observed a "bubble" inside the plastic connector at the coaxial umbilical connector. The physician attempted to remove the bubble with a dry swab and was unable to successfully do so. The electrical and coaxial cables were reconnected to no avail. The balloon catheter had not yet been inserted into the patient, but it was decided to replace it. The procedure was completed with cryo. No patient complications have been reported as a result of this event.